Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported device infused at a higher rate then expected which was reproduced as an under infusion. The reported condition was verified. The cause was determined to be the pressure plate travel was out of adjustment which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has infused insulin at a higher rate then expected in the medical surgery intensive care unit during a primary infusion. It was reported that the bag was empty prior to the volume to be infused was reached. The device was supposed to infuse over 8 hours and it emptied the bag in 20 - 60 minutes after the start of the infusion. The nurse visibly noticed that too much of an infusion had gone too quickly, because the bag was empty. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. No additional information is available.